Event description:
It was reported that prior to the water vapor therapy procedure, the delivery device could not work because the generator displayed error 275 syringe water fill error. The procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) states this rezum console was installed on (B)(6) 2019. There were no other service reports available. The console was fully functional until the reported event date of issue, 10/16/2025. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that prior to the water vapor therapy procedure, the delivery device could not work because the generator displayed error 275 syringe water fill error. The procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.